Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8144669. Medical device expiration date: 2023-05-31. Device manufacture date: 2018-05-24. Medical device lot #: 8176578. Medical device expiration date: 2023-06-30. Device manufacture date: 2018-06-25. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe had foreign matter in the syringe. This was discovered before use. The following information was provided by the initial reporter: we have received a complaint from a customer due to contamination inside a 20ml luer lock syringe. The contamination was noted prior to use, after the syringe had been filled through a 5 micron filter. The syringe is not available for inspection as the syringe was filled with a cytotoxic substance, there are no photographs available or other details of the particles.